Event description:
The patient¿s father reported that medical attention was sought on (B)(6) 2026, due to concerns related to elevated blood glucose (bg) levels and ketones. No specific bg levels were reported. The father stated that while the patient attempted to change the pod, an application error occurred. Due to the application error, the patient was unable to navigate within the app and was unable to successfully replace the pod. The father reported that the patient¿s ketone level was 2.8, and blood glucose levels were elevated. No additional symptoms were reported. Troubleshooting was performed with insulet product support; however, the error did not clear. Due to the lack of a backup insulin delivery method and the unresolved application error, the patient presented to the hospital for evaluation and treatment. The patient was treated with intravenous fluids and insulin and was discharged the same day after a few hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation, and application log files are currently unavailable. We are unable to confirm or determine the root cause of the reported omnipod application error. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.